Event description:
The pt was awakened by a loud popping noise and discovered smoke and flames coming from underneath the bed. The fire appears to have started at the motor control box located underneath the bed at the foot, spread to the motor and wiring and to the head of the bed melting various components and the mattress in its path. The pt and his wife were able to put the fire out using the bed clothing but three was some damage to the flooring beneath the bed as well as a window air conditioner that was smoke damaged. Dates of use: (B)(6) 2011.